Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that they experienced low as well as high blood glucose level. The customer¿s blood glucose level was 496 mg/dl at the time of incident. Customer¿s other blood glucose level were 40 mg/dl, 50 mg/dl, 155mg/dl and 400 mg/dl. The customer stated the low blood glucose was treated with juice and coffee. The customer also reported that the insulin pump had calibration not accepted alert and change sensor alert. The insulin pump will be returned for analysis.